Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received higher sensor scan results compared to readings obtained on the built-in device. Customer experienced a loss of consciousness and was unable to self-treat (unspecified). No third-party treatment was reported. Sensor scan results of 170 mg/dl and 210 mg/dl were compared to built-in reader results of 81 mg/dl and 44 mg/dl respectively. The readings when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.